Manufacturer narrative:
It was originally reported that the brakes could not be engaged. Upon evaluation by the field service technician, there was no defect identified with the brakes and no other reportable malfunctions were identified. Complaint and associated product inquiry will be closed.

Event description:
It was reported that the device's brakes could not be engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device's brakes could not be engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.